Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported dim display. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported dim display issue. The manufacturer¿s field service engineer (fse) confirmed that the customer replaced the display to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 06oct2020. B4: 13oct2020. The user interface assembly (assy, user interface, english) was received for evaluation. Visual inspection of the ui assembly revealed no anomalies. A failure investigation (fi) technician installed the ui assembly into a good fi test ventilator in an attempt to duplicate the reported problem. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The ui assembly was tested and in examination of the lcd panel, it was found that the wires connecting the backlight inverter to the display were discolored due to high temperature. The customer complaint was verified and the root cause is a failure of lcd. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.